Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in initial reporter event site name: the first affiliated hospital of (B)(6) university.

Event description:
It was reported that during annual inspection, the cs300 intra-aortic balloon pump (iabp) unit produces abnormal noise on startup. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated during the annual inspection of the machine, when the machine is turned on, it is found that the machine is abnormal and the decondenser is abnormal. According to the on-site inspection, it is because the vibration of compression = normal operation of the pump is transmitted to the infusion stand, and the infusion stand is not placed in a good position, so it makes abnormal noise. After placing the infusion stand in the correct position, the equipment passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a.